Event description:
A literature article described a retrospective study to compare the outcomes of 96 patients undergoing robotic-assisted radical cystectomy (rarc) with urinary diversion for bladder cancer. The study aimed to evaluate the postoperative outcomes and analgesic requirements of single-port (sp) vs multiport robotic-assisted radical cystectomy (mp rarc). The study reported that in the mp cohort, one intraoperative conversion to open surgery was performed. Furthermore,1 clavien IV complication (small bowel perforation) and 10 clavien iii complications (7 hydronephrosis with associated acute kidney injury requiring nephrostomy tube, 1 intraabdominal abscess requiring percutaneous drain placement, and 1 parastomal hernia repair, and 1 thoracentesis) were noted. The study concluded that the sp robotic platform offers a safe alternative to the mp robotic platform in performing rarc with urinary diversion. No clinically significant difference was demonstrated in perioperative or oncologic outcomes. There were no da vinci device malfunctions reported, nor did the authors allege that any intuitive products caused or contributed to the injuries. The designated author was contacted, and no additional information was received.

Manufacturer narrative:
An investigation could not be performed as the article did not provide any specific information regarding the procedure dates or da vinci system identifiers. There were no device issues documented in the article. Citation: fang, a. M., hayek, o., kaylor, j. M., peyton, c. C., ferguson, j. E., nix, j. W., & rais-bahrami, s. (2024). Postoperative outcomes and analgesic requirements of single-port vs multiport robotic-assisted radical cystectomy. Journal of endourology, 38(5), 438¿443. Https://doi.org/10.1089/end.2023.0553. Section a2 age: the mean age of all patients was 67 years old. Section a3 gender: male - 83.7%; female - 16.3%.